Event description:
It is reported that the subject was lifting a 200lb cabinet off a cart at work in (B)(6) 2002 and in (B)(6) 2002 her legs gave out when she lifted bins. Has not worked since (B)(6) 2003. C/o bilateral heel pain since 1998. (B)(6) 2003 ap <(>&<)> lat x-rays ¿ pedicle screws and posterior rods at the l4-5 fusion are all intact; maturing posterio-lateral bone graft; no change in alignment (B)(6) 2005 x-ray ¿ 6-mm anterolisthesis of l4 and l5 (B)(6) 2005 ¿ stealth navigation system; 5.5mm screws, bilaterally l4 <(>&<)> 6.5mm screws bilaterally l5; bmp; tissuetrace allograft implanted serial no #(B)(4) radiography exams from (B)(6) 2005 ¿ (B)(6) 2007 consistent for reporting that the interbody bone graft at l4-l5 and accompanying posterior fusion hardware remain intact without loosening ; alignment unchanged (B)(6) 2006 ¿ dr. (B)(6) ¿she does not wish to proceed with formal physical therapy at this point. We also discussed the possibility of hardware removal which she also does not want to proceed with.¿ (B)(6) 2011 a. Lumbar CT ¿ solid fusion l4-5 b. Lumbar MRI ¿ post laminectomy syndrome (B)(6) 2012 visit dr. Block ¿ solidly fused; brace trial and bone scan; vascular exam lower extremities r/o other underlying cause of leg pain; not suggest further surgery, possible candidate for spinal cord stim (B)(6) 2012 consult dr. (B)(6) ¿ mild neuropathic dysfunction probably residual of previous surgical interventions and scarring (B)(6) 2013 ¿ removal legacy hardware (bilateral l4 screws); implant integra ¿ isotis ev03c bone graft model/cat no: 02-6000-100 x2 (lumbar spine) (B)(6) 2013 ¿ new c/o arm pain.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.